Event description:
Reporter stated the customer has experienced hyperglycemia and he believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).